Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: during testing, the pump was powered on and immediately emitted a cs 069 call service alarm; the complaint was duplicated. The alarm was recorded in the black box data as a cs 087 error, indicating a failure of the u39 component on the printed circuit board. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 087 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.